Manufacturer narrative:
Philips service recommended replacing the host pc, but the replacement was not implemented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc intermittently fails to power on during startup on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.